Event description:
The manufacturer received a voluntary medwatch (mw5166525) with information that the dreamstation 2 device set off the patient's smoke detector three times and left a lingering smell. No harm, injury or medical intervention was reported. Additional information is being requested. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
This report is being submitted to provide additional information provided by the customer. The manufacturer received a voluntary medwatch (mw5166525) with information that the dreamstation 2 device set off the patient's smoke detector multiple times while in use, did not alarm, and produced a burning plastic odor. No harm or medical intervention was reported. Good faith effort was received on 27may2025 and the patient confirmed that the device was discarded. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information provided by the customer. The manufacturer received a voluntary medwatch (mw5166525) with information that the dreamstation 2 device set off the patient's smoke detector multiple times while in use, did not alarm, and produced a burning plastic odor. No harm or medical intervention was reported. Good faith effort was received on 27may2025 and the patient confirmed that the device was discarded. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.